Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: corrosion on the electrical connector. A root cause could not be identified. Based on the results of the investigation, it is likely the image was not displayed due to corrosion on the electrical connector. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information was received from the customer.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the bronchovideoscope's image was flickering and disappearing during setup prior to use in a procedure. There was no patient involvement, injury, or medical intervention associated with this event.